Event description:
When the central line was placed, the pt went into anaphylactic shock. No info was provided regarding if intervention was performed. Received info on (B)(6) 2012: a (B)(6) female was admitted with respiratory distress on (B)(6) 2008. The pt was electively intubated on (B)(6) 2008 at 1000. A cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter was inserted in the left femoral vein after intubation. The antibiotic catheter contains minocycline and rifampin. The pt immediately turned red and her heart rate was 240's, o2 saturation 30's, and dropping blood pressure. Her temperature increased to 102.9 to 103.1 rectal within an hour. The catheter was removed immediately and medications were given: epinephrine 2 mg, benadryl 10 mg, 120 ml normal saline bolus, hydrocortisone 80 mg drips started: dopamine 20 mcg/kg/min and epinephrine 0.3 mcg/kg/min. The catheter was replaced with a non-antibiotic coated central line. Info received on (B)(6) 2012: the pt recovered completely from her anaphylactic shock. Inotropic support was weaned slowly. CT-scan of chest showed possible air-fluid structure, suspicious for missed/undiagnosed diaphragmatic hernia. Pt was transferred to (B)(6) for consultation with pediatric surgeon. Surgery was done and showed intact diaphragm at that time, chest tube placed, and then removed in few days. Pt recovered completely from her illness and sent home without deficits. No sequence from anaphylaxis. The pt was labeled: "severely allergic to minocycline and rifampin". This incident should have been investigated 4 years ago, action taken and case closed.

Manufacturer narrative:
(B)(4) - allergic reactions are labeled in the IFU. Event evaluation: per info supplied by the customer, no product will be returned. Materials used in this device have been shown to be biocompatible per (B)(4). Environmental monitoring and control is maintained at the manufacturing facility per quality system procedures. The product is shipped with IFU which provides the following contraindication, "allergy or history of allergy to tetracyclines (including minocycline) or rifampin." Based upon the description of the event, it is possible that the pt has an allergy to tetracyclines or rifampin. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment (qera) was created in response to this complaint. Per the conclusion of qera no further mitigating action is necessary at this time.